Event description:
It was reported that a cartridge change error occurred. The recorded blood glucose level was 210 mg/dl, which is within the normal range. There was no additional information provided about actions taken by the customer or technical support, and the pump was not under warranty at the time of the incident.